Event description:
It was reported that upon opening the dialysis catheter kit the arterial lumen of the catheter was allegedly found torn. It was further reported that another kit was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
Manufacturing review:per the complaint history review (chr), this is the only complaint reported for this lot number to date. A device history record review is not required. Investigation summary: two electronic photos were reviewed. The photo labeled as 1460838 photo 1.jpg shows a portion of a decathlon catheter shaft. Neither proximal ends nor distal end of the device can be seen in the photo. A distal portion of one of lumens appears to be missing, as the distal end of one of the lumens is sharply inclined, suggesting a full break in one of the lumens. The photo labeled as 1460838 photo 2.jpg shows a zoomed out view of a part of the catheter shaft. The distal end of the other, apparently unbroken lumen with a portion of the stylet exiting from the lumen distal tip can be seen. The inclined distal end of the apparently broken lumen observed in the previous photo can be seen. Based on the photo review, a full break in one of the catheter shaft lumens can be confirmed. One 19cm decathlon df d/l catheter with stylet inserted in the arterial lumen and two electronic photos were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for a complete break in one of the catheter shaft lumens, as the distal end of the venous lumen was observed to be detached approximately 15.1 cm from the distal end of the bifurcation. The distal end of the venous lumen was inclined towards the proximal end of the device and the break surface was observed to be jagged. The returned sample appeared to be clean. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Expiry date 02/2021.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 02/2021).

Event description:
It was reported that upon opening the dialysis catheter kit the arterial lumen of the catheter was allegedly found torn. It was further reported that another kit was used to perform the procedure. There was no patient involvement.